Manufacturer narrative:
(B) (4).

Event description:
The pt had his total device system replaced on (B) (6) 2010. That same evening, he was not able to move his legs. He was brought back into surgery. The lead was cut by the extensions and removed. The extensions and neurostimulator (ins) were left inside the pt in hope of implanting a new lead in the future. As of (B) (6) 2010, the pt still was not able to move his legs. The CT scan was negative. Add'l info has been requested.